Event description:
It was reported that, doctor states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional info has been requested and if received will be submitted in a supplemental report. Additional devices: trident 10 x 3 insert 36mm: (B)(4), lot # mkpvjd. 6.5 cancellous bone screw 20mm: (B)(4), lot # mkn983. Trident psl ha cluster 50mm: (B)(4), lot # mkmy94. 6.5 cancellous bone screw 16mm: (B)(4), lot #mkj2xt. Delta v-40 ceramic head 36/0: (B)(4), lot # 37896301.